Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. Using the radial approach, the procedure treated the 99% stenosed target lesion located in the severely calcified distal right coronary artery. After pre-dilation, a 3.0x28mm promus element stent was advanced for treatment but was not able to cross the lesion. The physician attempted to change to a femoral approach for back up, however the stent dislodged in the radial artery when the guide catheter was being removed. The dislodged stent was removed with a snare wire. The procedure was not completed due to this event. No further patient complications were reported and the patient status is stable.